Manufacturer narrative:
Batch review performed on 09 november 2018; lot 152208: (B)(4) items manufactured and released on 05 august 2015. Expiration date: 2020-07-13; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on november 09, 2018 partial revision of cementless primary tha 3 years after index operation. The information available does not allow a full analysis. We have seen poor-quality radiographs, date unknown, that show a stem in a varus position and sitting far too high in the femur. The acetabular cup seems to have violated the lamina quadrilateral, but apparently it was not removed. These conditions do not denounce a defective product.

Event description:
The patient came in complaining of pain 3 years after primary surgery. The cause of pain is unknown. The surgeon revised the stem and head.